Event description:
It was reported that during a laparoscopic gastric sleeve procedure, on the first firing with a green cartridge on the second stroke the staples did not form properly. The area was over sewed. The case was able to be completed with the same device. There was no patient impact. The device is not available for analysis. (B)(4)

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.